Manufacturer narrative:
(B)(4). Physio-control evaluated the customer's device but was unable to duplicate the reported issue. After observing proper device operation through functional and performance testing the unit was returned to the customer for use. The cause of the reported issue could not be determined.

Event description:
The customer advised physio-control that their device cycled power unexpectedly during an event. The customer further indicated that this was a one time event and that there had not been any further recurrences. There were no reports of adverse effects to the patient as a result of the reported issue. No further details were provided. Physio-control has made multiple attempts to contact the customer in order to obtain additional information about both the patient and the event; however, no response has been received.

Event description:
The customer advised physio-control that their device cycled power unexpectedly during an event. The customer further indicated that this was a one time event and that there had not been any further recurrences. There were no reports of adverse effects to the patient as a result of the reported issue. No further details were provided. Physio-control has made multiple attempts to contact the customer in order to obtain additional information about both the patient and the event; however, no response has been received.

Manufacturer narrative:
Field g5 combination product of the initial MDR indicates ¿ blank field g5 combination product of the initial MDR should have indicated - no.